Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the wrist of the medium-large clip applier instrument was found to be defective, when attached to the robot arm. There was no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter at the site to obtain additional concerning the reported event and patient¿s demographic information but has not yet received a response as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and isi has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The medium-large clip applier part #470327-12 / lot/serial #(B)(4). Was last used on (B)(6)2022 on system sk3855 with 59 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the root cause of the alleged instrument defective is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the functional test failed intuitive motion to be related to the reported complaint. The medium-large clip applier instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause is attributed to a component failure. Additional finding related to customer reported complaint was also identified: the medium-large clip applier instrument was found to have a loose pitch cable at the distal end likely causing the intuitive motion failure. The clip test was performed and passed. The root cause is attributed to component failure. The instrument was found to have the pitch clamping pulley cracked, as a result the pitch cable became loose. The root cause is typically attributed to mishandling/misuse.